Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insets. The mother states she had three bad insets in a row. The mother was advised that replacements would be sent out. The mother also states that the customer had blood glucose level of 424mg/dl with ketones, and after taking correction, dropped down to 326mg/dl. No further assistance was provided.